Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon vertically ruptured at the middle of the balloon. The device was removed, and the procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon vertically ruptured at the middle of the balloon. The device was removed, and the procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.